Event description:
Reportedly, the hearing performance with the device was affected. When the user came to the clinic for initial fitting of the device in situ testing showed affected channels.re-implantation has been performed.

Manufacturer narrative:
Conclusion: device investigations revealed the substrate of the device circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason for the crack in the substrate cannot be determined. A review of the DHR has been performed and it was confirmed that the device was released according to specifications. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing performance with the device is affected.